Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The top cracked under the obturator upon insertion. No other info was available. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.